Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 4.2 inr. About an hour and a half later, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.1 inr. The laboratory value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is well. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once every two weeks. The patient is anemic and believes that her hematocrit is within the acceptable range for testing. The patient takes a daily iron pill. The patient does not have antiphospholipid antibodies or lupus. The patient does not remember if her coumadin dose had changed prior to the event. The patient did not have any new illnesses, did not take any new medications, did not have a change in diet, and did not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.7 - 2.5 inr): qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. The maximum difference between measurements was 4 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.